Event description:
Per the clinic, the patient was treated with oral antibiotics on (B)(6) 2013, due to infection around the abutment site. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.